Event description:
The patient stated that her primary infusion device "timed out" (09/technical inspection due) in 2007. She switched to her backup infusion device and woke up with elevated blood glucose of 300 mg/dl on monday the following day. Symptoms of elevated blood glucose include extremely tired, thirst and "feeling like I had been run over by a truck". She stated that she gave herself a 6 unit bolus with her infusion device. An hour later, her blood glucose elevated to 400 mg/dl and she gave herself a "shot" of insulin and her blood glucose lowered to 50 mg/dl. She stated that her blood glucose stayed low and she did not eat any carbs for dinner and she gave herself another bolus through her infusion device. The patient's blood glucose then dropped to 30 mg/dl. She stated that she was shaky and sweaty and she drank 15 carbs, and 1.5 hours later, her blood glucose elevated to 330 mg/dl. She stated that she changed her infusion set and increased her basal rates. The patient was advised to also change her insulin cartridge. Upon follow up, the patient stated that she changed her insulin cartridge and she has had no further issues with blood glucose. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.